Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue white dot on image and dents and gold-plating peeling on distal edge was due to is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, white dot on image and dents and gold-plating peeling on distal edge were observed. The service repair technician indicated that the most likely cause of the white dot on image and dents and gold-plating peeling on distal edge was due to is traced to component failure.there was no patient involvement.